Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that almost 3 weeks after the dental implant and abutment were placed in ada site 2 in the mouth, the implant did not integrate in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load and immediate implant procedures were performed. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reports that almost 3 weeks after the dental implant and abutment were placed in ada site 2 in the mouth, the implant did not integrate in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
(B)(4). The dentist reported that immediate load and immediate implant procedures were performed. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Follow-up report created in order to correct field - catalog number.

Event description:
The clinician reports that almost 3 weeks after the dental implant and abutment were placed in ada site 2 in the mouth, the implant did not integrate in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).